Event description:
The customer returned the Bronchovideoscope to the service center for an annual inspection. During Olympus¿ device analysis it was indicated that the Bronchovideoscope had a burned c-cover and there was corrosion (foreign material) on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the foreign material was attributed to degradation and the burned c-cover was attributed to stress related problems. Both issues were caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.